Event description:
The customer's reported via phone call that they had three battery replacements on the insulin pump in the past two weeks. The mother stated the batteries were not lasting on the insulin pump. It was found the battery did not last for more than one week. Customer's blood glucose was unknown. The mother stated they did not use rechargeable batteries. It was also reported the customer had a time anomaly on the insulin pump. The mother stated the time on the insulin pump would increase by more than three minutes within 10 days. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The mother agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.